Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited that the image was missing. The issue was found during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The phenomenon reported by the customer was reproduced. In addition, the investigation found multiple ultrasonic echo lines are continuously fractured. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.